Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. No root cause can be confirmed at this time. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications."

Event description:
On (B)(6) 2018 patient underwent an extreme lateral interbody fusion procedure at l3/5 levels with coroentxl & precept. On (B)(6) 2018, a revision procedure was performed due to broken rod and fixation level was extended to th10/sai with reline. On (B)(6) 2020, patient underwent a second revision procedure to extend the current construct to t7/sai due to the pedicle screws at backing out.